Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's operative eye due to bothersome glare and halos when driving at night. It was stated that the patient requested the suspect iol to be removed. This was replaced with a zxr00 iol but no diopter size or serial number provided. The patient outcome is unknown. Daily activities were not significantly affected. It was also noted that the iol was discarded. No other information will be provided.

Manufacturer narrative:
Reporter email address: unknown/not provided. The device is not returning as it has been discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.